Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem; however, the event history log was able to verify the problem. The problem is caused by defective interconnect printed circuit board and speaker, and they were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had system failures: primary audio alarm post; auxiliary control unit (acu) watchdog failure. Patient involvement was unknown.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.